Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was forming malformed clips. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.